Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, upon inserting the farawave catheter, when aspirating, air in the flush port was observed. All multiple attempts to aspirate the device produced air. It was suspected that the valve caused the air, because the air was not in the sheath shaft, only in the flush port when aspirating. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.